Event description:
It was reported that the patient had developed an opening in the incision of the pump pocket and was admitted to the emergency room (ER) on approximately (B)(6) 2014. The patient had drainage/incisional wound opening at the device pocket, and had been back on oral medications. The treatment for the infection included peri-operative antibiotics and oral medications. Surgical intervention was performed and the pump was partially visible upon inspection by the operating physician prior to completely making an incision, opening the pocket, and removing the pump. (B)(6) was also reported. The pump was completely explanted, and the catheter was mostly removed; however, it broke while the physician was removing it at the 11/12 cm mark. The location of the missing piece was undetermined and there was no fluoroscopy in the room for an x-ray. The healthcare provider (hcp) believed the piece was left in the abdominal area. No further surgical intervention had occurred. There was no alleged catheter issue, and diagnostics included reading the logs. The pump was sent to the micro/pathology department by the hospital, noting a culture needed to take place before they released the pump for return. The patient status was alive no injury at the time of the report. The pump system was being used to infuse fentanyl. The patient was to follow-up with their managing physician on (B)(6) 2014. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot# n183148002, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type catheter. (B)(4).